Event description:
It was reported that three days prior to the report, the patient began having to catheterize daily and had a return of symptoms. The patient¿s device stopped working two days prior to the report. There was a loss of therapeutic effect, the patient was catheterized twice in the past two days, and she had a small amount of urine. She had had no falls or trauma. The implantable neurostimulator (ins) was on and set on program 1 at 1.3 volts. Stimulation was turned up to 5.0 volts but the patient felt nothing. The device was changed to program 2 and the patient felt stimulation at 1.1 volt. The patient¿s healthcare provider left it there and would see if that helped the patient. The patient would be meeting with an urologist soon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ax7c, implanted: 2013-(B)(6), product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).